Event description:
S/w patient regarding ivr pump malfunction. States he dropped sn# (B)(4) on accident and now displaying error code 1820. Advised pharmacy will send return box and replacement device. Dose or amount: 210 ng/kg/min. Frequency: q48h. Route: IV. Dates of use: (B)(6) 2012 to ongoing. Ndc# or unique ID: (B)(4).